Event description:
It was reported that during the scheduled removal of the filter, a pre-removal cava gram showed one of the limbs had perforated the vessel. The filter was successfully removed and a post removal CT showed a normal cava. The pt is fine.

Manufacturer narrative:
The device history record could not reviewed, as the lot number is unknown. The device was not returned for eval. Based on the info received, the perforation could not be confirmed and the root cause for the event is unknown. The info for use (IFU) for this device states: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.